Manufacturer narrative:
Product analysis: analysis found that a system error was encountered when attempting to boot up the programmer and thus was unable to proceed far enough to confirm that there was a deviation from the stylus and the cursor. Analysis also that the cord bay was broken, the upper and lower bullets were missing, and errors were found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unable to calibrate the stylus, calibration was noted to be about 2 centimeters off. The programmer is expected to be returned for service. There was no patient involvement.